Event description:
The customer reported that during a femoral endarterectomy procedure a 2nd degree burn occurred on the pt's skin at the return pad site. Antibiotic solution was applied post surgery.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2012. To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.